Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It was also reported that the customer did not treat his blood glucose levels with an injection prior to being hospitalized. The customer had changed the infusion set two days prior to hospitalization. Performed a self test and the insulin pump gave a low battery alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.